Manufacturer narrative:
(B)(4). Additional information: the device was manufactured january 22, 2015 ¿ january 23, 2015. The device was received for evaluation containing approximately 49ml of fluid in its bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. ¿the customer reported that the folfusor was filled on an unknown date with cytostaticum yondelis and connected to a patient. After 32 hours the pump was disconnected from the patient and a substantial volume of the liquid was still in the pump.¿ this occurred during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.